Manufacturer narrative:
Per tandem¿s instructions for use: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that air bubbles were observed within the tandem mobi cartridge. During troubleshooting it was found that the customer was using cold insulin within the pump supplies. Tandem technical support educated customer to ensure insulin is at room temperature when filling cartridge. Customer primed the tubing to address the issue. There was no adverse impact to customer's blood glucose level.